Event description:
It was reported that the xenon light source had water intermittently streaming from scope. The issue was found during a colonoscopy procedure that was completed with the same device. There were no reports of patient harm

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.